Event description:
Per the clinic, the patient experienced an extrusion of the implant (specific date and duration not reported). It was also reported that the patient was treated with oral and topical antibiotics (specific date and duration not reported).

Event description:
Correction: the date of this report (b4) and date the report sent to manufacturer (f13) is 01 nov 2022, not 06 oct 2022 as reported in the previous MDR that was submitted on november 07, 2022.

Event description:
Per the clinic, the patient experienced a skin breakdown at implant site, exposing part of the device. Subsequently, the device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.